Event description:
It was reported that a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch was found to have a breakage during patient use. The reporter stated, ¿the connector of the infusion set broke when it was screwed into the chemotherapy infusion set. The supplier stated that they would ask the original manufacturer to strengthen quality control and would check whether the same situation occurs again.¿ the medical device's current situation was already destroyed. The sample is not available for return. There was no patient harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'the connector of infusion set broke when it was screwed into the chemotherapy infusion set' could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.